Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Pacing impedances on this lead rose above 2000. The lead was therefore capped and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.